Manufacturer narrative:
Examination of the submitted device found evidence suggesting device loosening. A complaint database did not find any additional reports against the product and lot code combination since its release for distribution. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found indicating product error was a contributing factor. Based on the inability to identify a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear of the tibial insert, osteolysis, and loosening of the femoral component and tibial tray at the cement/implant interface. Depuy cement was used in the primary surgery. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.